Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital with endocarditis of the mitral valve, clostridium difficile, (B)(6) bacteremia, third degree heart block and a transvenous pacemaker in the right groin. The plan was to implant a permanent pacemaker after antibiotic treatment for sepsis. It was noted that four days later the device was interrogated and reported as functioning well. The following night the patient coded, the transvenous pacemaker turned on and cardiopulmonary resuscitation was initiated. The patient was reported to have suffered an anoxic brain injury and was removed from life support four days later. The physician reported that according to review of the cardiac strips the pulse generator lost capture just prior to the patient coding indicating a malfunction.